Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to loose cable at the rear end. A field service engineer unplugged and plugged cable back in to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system pmm_cath1 drawer 1 failed. The customer reported that there was a delay in dispensing medication but user managed to get the medication from another drawer. There were no adverse events or injuries reported based on this incident.